Manufacturer narrative:
Block h6: device code 2949 captures the reportable event of bands falling of varix. Device code 1484 captures the reportable issue of bands prematurely deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: according to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an elastic band was tried to be deployed; however, two bands were deployed at the same time. Reportedly, the bands fell off and did not adhere on the tissue. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. ***additional information received on march 31, 2020.*** it was reported that the procedure performed was an esophagogastroduodenoscopy (egd). The procedure was completed with another speedband superview super 7 device. Reportedly, there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on (B)(6) 2020. According to the complainant, during the procedure, an elastic band was tried to be deployed; however, two bands were deployed at the same time. Reportedly, the bands fell off and did not adhere on the tissue. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.